Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: device migration, lymphadenopathy. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old white hispanic female patient who underwent primary breast augmentation with an unspecified mentor saline breast prosthesis on the left breast, suffered breast implant migration out of the capsule and tender issue on lymph nodes, like swelling. The patient has extreme dense breast tissue. The issues were diagnosed by an oncologist. As a result, the patient underwent implant explantation on (B)(6) 2020.